Event description:
It was reported to boston scientific corporation on may12, 2021 that a wallflex colonic stent was implanted in the colon to treat a malignant stricture during a colonoscopy with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed beyond the stricture. The stent remains implanted and another wallflex colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2 was updated based on additional information received on june 9, 2021. Block a2: the patient's exact age was not reported, however, the patient was reported to be over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex colonic stent was implanted in the colon to treat a malignant stricture during a colonoscopy with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed beyond the stricture. The stent remains implanted and another wallflex colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event.